Event description:
It was later reported that the device had never helped since implant. The device had barely done anything. It was noted that the deep brain stimulator may need to be repositioned and they were going to try to reset the device. While the patient had been trying to turn the implantable neurostimulator (ins) off he was getting a poor communication screen. The patient programmer batteries had just been changed. The patient had been unable to turn the ins off. The programmer was not working and the patient had needed to turn the device off for an upcoming surgery. It had become apparent that the batteries in the programmer were dead which was the reason for the poor communication with the ins. The batteries in the programmer were replaced and communication with the ins was normal. The patient had not mentioned not being controlled to the manufacturing representative. No outcome was provided regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient¿s right hand was shaking on the date of this report and he thought maybe the refrigerator turned the device off. Patient¿s implantable neurostimulator was recently replaced, monday prior to the date of this report. Patient inquired about using the programmer to check the device status. Device was on and ok. The patient had taken sudafed for sinuses and was going to be busy on the date of this report so thought maybe those things had caused the right hand to shake on the date of this report. The patient was standing at the time of this report and it was noted that the shaking had gotten better. Patient wanted to make a settings change but was told not to make a change until appointment on (B)(6) 2014. Patient¿s other doctor appointment was not until (B)(6) 2013. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v399857, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v399857, implanted: (B)(6) 2010, product type lead. (B)(4).